Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive, preventing the user from sliding to unlock and entering a new dexcom g7 sensor code, while glucose measured 133 mg/dl and insulin delivery was temporarily interrupted during troubleshooting before therapy was switched and later restored. Symptoms included no adverse clinical effects, with blood glucose reported at 133 mg/dl during the initial call and 135 mg/dl after reconnection. Outcomes included successful re-entry of the sensor code, restoration of glucose readings on the ilet, and resumption of insulin delivery without alerts or alarms. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the device subsequently unlocked and functioned as intended, consistent with a transient user interface responsiveness issue without recurring malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue after recovery.